Event description:
New information received on 5/15/2018 states that the patient was diagnosed with infection in (B)(6) 2017. Patient was non-compliant with taking antibiotics and was hospitalized from (B)(6) 2018 to (B)(6) 2018 with a 6 week plan of intravenous antibiotics. The patient was readmitted on (B)(6) 2018 with a secondary infection that was treated with antibiotics. The system was explanted on (B)(6) 2018, and on (B)(6) 2018 another system was implanted. The event was resolved without sequelae.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a system was explanted for infection. No further information is available.